Event description:
It was reported that when using the pyxis medbank es system experienced drawer malfunction. A customer has reported that a user is unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the display indicated that the drawers were offline and that it was not possible to log in to issue any items. A technical service specialist proficiently assisted the customer in activating the cabinet by utilizing the power switch and subsequently rebooted the all-in-one display. The system functioned as intended after the technical service specialist had troubleshot the device.